Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date 08-nov-2018 manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis machine was running very slow while attempted to pull medication the system got stuck on initializing peripherals screen. The field service engineer unplugged the power cord, and the battery kept the med station was operational to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by a customer that bd pyxis¿ medstation¿ es that the pyxis machine was running very slow. When a nurse attempted to pull medication, the system got stuck on "initializing peripherals" screen. When pharmacy signed in to refill, the screen froze multiple times and was running very slow. There were no adverse events or injuries reported based on this incident.